Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted via l-p shunt in early (B)(6) 2021 with unknown setting. On unknown date, the valve was reversed. There is no need to change the pressure, and the patient's condition is good, the patient is being followed up. It was used with 825420 (serial;unk) there are currently no plans for surgery to correct the valve reversal. According to the physician's comment, the patient's exercise and the patient¿s fat may be the cause of the inversion.

Manufacturer narrative:
The hakim valve (ID (B)(4)) was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer could be due to bad position or alignment of patient for adequate placement of valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.